Event description:
Related manufacturer reference number: 3006705815-2022-01713. It was reported the patient experienced ineffective stimulation. As a result, surgical intervention was undertaken wherein the entire system was explanted.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected b5.

Event description:
The scs system is still implanted. Surgical intervention may be pending.